Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 83 and 177 mg/dl. Tests were done 1 minute apart. Two days later patient's blood glucose results were 69 and 133 mg/dl. Tests were done 1 minute apart. Patient did not experience any adverse events. No further information has been reported.